Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis the same day as event onset. The patient was treated with unspecified antibiotic treatment which was discontinued 20 days after onset. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.